Event description:
It was reported that 3 of the 4 electrodes on his left neurostimulator system (pt had 2 devices implanted) were "not working" after being checked by the company rep. He had no stimulation sensation from that device. He had a follow-up appointment with his physician to have the device and leads checked. He was at home in good condition. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).